Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer mother reported via phone call that they had high blood glucose. Customer¿s blood glucose level was 600 mg/dl at the time of the incident. Mother also stated current blood glucose was 200 mg/dl. Customer mother will call back to troubleshoot. Product will not be returned for analysis.